Manufacturer narrative:
The t:slim user guide states: "never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally began the fill tubing process while still connected to the pump. The customer stated they usually fill tubing with 15 units and the history indicated 17 units were used to fill tubing. The customer's blood glucose (bg) level was 209 (mg/dl) at the time of the report. Follow up with the customer determined the customer's bg level had lowered to 165 (mg/dl). The customer declined further follow up.